Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gives cassette error when latch is closed with no cassette attached. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal label missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of the reported issue found in the event history log, ehl. A functional test was performed to investigate the reported issue and it was not confirmed. The device was able to pass functional tests. It's recommended that the downstream occlusion sensor, dso, be replaced.